Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen 500mcg/ml at 87.5mcg/day via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. The healthcare provider reported a motor stall was seen at initial interrogation. The patient did not recently have an MRI or have an MRI on (B)(6) 2015 which was when the motor stall was shown in the logs. The patient did not have a calendar with them. The patient did not hear an alarm and had no symptoms changed. It was suspected that the patient may have had an MRI or some medical test that day as the pump appears to be in telemetry mode. The healthcare withdrew the residual volume from the pump and compared it to what the programmer said. There was 13 cc's in the pump and they expected 12.6cc's the patient's last refill was (B)(6)2015. Per the healthcare provider the patient did hear the alarm whil e in the office today in between the first interrogation and the second. It was noted that this would be expected with telemetry mode if enough time elapsed between two interrogations. The second interrogation with logs showed a motor stall recovery. It was recommended to have the patient double check their calendar to find out if they had an MRI that day. It was reviewed that the pump was functioning as volumes are right on and the patient had not heard the alarm since (B)(6) and was doing fine symptom wise. Additional information received from the healthcare provider reported that the cause of the motor stall was unknown, not determined. The patient denies being near any magnetic device. The logs noted that a motor stall occurred (B)(6) 2015 with stopped pump period may exceed tube seen on (B)(6) 2015.